Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of ischemia and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2010, due to stable angina, the 2.5 x 15 mm promus stent was implanted in the first obtuse marginal vessel. On (B)(6) 2012, the patient presented with atrial fibrillation, a myocardial infarction and ischemic symptoms lasting 10 minutes or longer. The investigator considered the event of new onset atrial fibrillation, mild in intensity, and not related to the study drug, not related to the study device and not related to the study procedure. The outcome of the event is reported as not recovered/ not resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.